Event description:
Boston scientific received information that there was a loss of capture due to a right atrial (ra) lead dislodgement as confirmed through an x-ray. The ra lead was replaced and was surgically abandoned. Post-operative check showed pacing appropriately. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.